Event description:
The right rear leg allegedly broke while the consumer was using the walker, causing the consumer to sustain injury. Although injury is alleged, the specific injury is not known at this time. Medical attention was allegedly sought. MFR ref # 3006697028-2011-00001.